Event description:
It was reported the device interrogation displayed three question marks instead of data for monitored atrial tachycardia/atrial fibrillation episodes. It was noted that there were treated episodes in the episode lists. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 5076-52 implantable pacing lead implanted: 2008 (B)(6); product ID 5076-45 implantable pacing lead implanted: 2008 (B)(6). (B)(4).